Event description:
It was reported that customer experienced damage to pump charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up and troubleshooting with technical support and instead worked with sales representative to initiate new pump order, with no additional information received regarding further actions or outcome.